Event description:
A report was received that the patient had inadequate stimulation due to lead migration.the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-70. (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.